Event description:
It was reported that post-paced t wave oversensing and fusion were observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that post-paced t wave oversensing, loss of capture, and fusion were observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.